Event description:
I served on the FDA panel that in oct of 2003 voted to approve the use of artefill with limitations. Artefill is a filler that is injected into the nasolabial folds around the mouth for cosmetic purposes to smooth wrinkles. The device contains small polymethylmethacrylate beads, collagen and lidocaine. I write to you as a doctor and member of the medical community, with concern that artefill poses a danger to the public and our patients if used anywhere other than the nasolabial folds. Respectfully, I request the FDA conduct a prompt public hearing to re-examine the safety of artefill and that you order a post-market study with tracking. I look forward to your prompt response.